Event description:
In 2007, a gore propaten vascular graft was implanted in the left forearm (from the brachial artery to the cephalic vein) for dialysis access. At approx 12 days later, the patient was evaluated for possible graft infection. The graft was resected at about three weeks later, due to mrsa and the patient was dialyzed through a catheter.

Manufacturer narrative:
Based on the information received on 08/03/09, it was decided to report this event.